Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels again today at 282mg/dl. Elevated bgs were treated by administering a correction bolus with the pump. Customer's contact declined to troubleshoot, and stated that they will call again if bgs do not come back down.